Event description:
Customer reported receiving a low reading of 25 mg/dl on their precisin qid meter, while having symptoms of hyperglycemia. At a scheduled appointment, the customer's physician compared the reading to their meter, which gave a high reading. The customer was treated with insulin.